Event description:
It was reported by the customer that (8) pmw35 staplers were used in a skin closure. The staples were firing but would not release from the instrument. There was no consequence to the pt.